Event description:
The customer reported that when they tried to perform the usual function test of the morning, the defibrillator stopped working. The customer indicated that the device would not turn on. A week later, the device worked again and the customer was able to turn it on.

Manufacturer narrative:
(B)(4).the customer reported that when they tried to perform the usual function test of the morning, the defibrillator stopped working. The customer indicated that the device would not turn on. A week later, the device worked again and the customer was able to turn it on. The device was evaluated at philips. The symptom could not be reproduced. The device was tested for several days and there was no problem found with the device. Based on the customer's report we are considering this a malfunction but we cannot determine the cause because the symptom could not be reproduced, and there was no trouble found with the device.